Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited incorrect measurement. No intervention was performed. The patient will continue to be monitored. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.